Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The cause of the post-operative complication is unknown. This report is being submitted out of an abundance of caution. Investigation is ongoing and results are not yet available. A follow-up MDR will be submitted when additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events. A secondary MDR is submitted under 3500a form # 3014526664-2022-00070 since at this time it is unknown which device may have caused or contributed to the reported event.

Event description:
It was reported that after completion of a transcarotid artery revascularization (tcar) procedure, the patient was experienced stroke symptoms that included weakness and aphasia. Computed tomography angiography (cta) imaging performed showed that the stent was patent, and there was no acute blockage or hemorrhage. Additionally, magnetic resonance imaging (MRI) revealed middle cerebral artery (mca) infarcts. Additional information obtained indicated that the during the tcar procedure, the physician ballooned the overlap zone between the two stents with a 6x30 balloon. On the angiogram, plaque identified on one view. A second view was taken with contrast injected. When the physician went back to the first view, the original image did not look the same. No further intervention was reported, and patient was noted to be at baseline two days post-procedure. At this time, it is unclear if the stroke symptoms experienced by the patient is related to a device issue hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
H10: additional manufacturer narrative: a follow-up MDR is being submitted to reflect the additional information obtained on may 18, 2022. A review of manufacturing records for this device was completed, and no issues were identified that could have led to the adverse event reported. The product associated with this complaint was not returned to the manufacturer for analysis. There is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.